Manufacturer narrative:
Investigation summary: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6123811. Investigation summary: customer returned (34) 1cc, 12.7mm, 29g syringes (4 loose without any packaging, 30 in sealed blister packs) from lot # 6123811. Customer states that the syringes were leaking. All returned syringes were tested and all samples were able to draw and expel properly without any leakage observed. A review of the device history record was completed for batch# 6123811. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ ultra-fine failed to contain the product and leaked fluid. Found during use. No reports of serious injury or medical intervention noted.